Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator received inappropriate shock therapy due to system double counting, as the result of oversensing. Data was uploaded for an engineering analysis; no system changes have been made. Data analysis confirmed the inappropriate therapy and additionally noted an unexpected rate of battery depletion throughout the implanted duration of approximately one year. Root cause of the battery anomaly remains unknown; however, does appear to have stabilized. No adverse patient effects have been reported and to date this device remains implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator received inappropriate shock therapy due to system double counting, as the result of oversensing. Data was uploaded for an engineering analysis; no system changes have been made. Data analysis confirmed the inappropriate therapy and additionally noted an unexpected rate of battery depletion throughout the implanted duration of approximately one year. Root cause of the battery anomaly remains unknown; however, does appear to have stabilized. No adverse patient effects have been reported and to date this device remains implanted and in service. An additional longevity data analysis was requested and performed to provide an estimated remaining capacity. Engineers confirmed approximately six months of remaining battery life; however, due to the known increased usage, a slightly intensified follow-up schedule was recommended until the end of life indicator is present. The device currently remains implanted and in use with no other performance issues noted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator received inappropriate shock therapy due to system double counting, as the result of oversensing. Data was uploaded for an engineering analysis; no system changes have been made. Data analysis confirmed the inappropriate therapy and additionally noted an unexpected rate of battery depletion throughout the implanted duration of approximately one year. Root cause of the battery anomaly remains unknown; however, does appear to have stabilized. No adverse patient effects have been reported and to date this device remains implanted and in service. An additional longevity data analysis was requested and performed to provide an estimated remaining capacity. Engineers confirmed approximately six months of remaining battery life; however, due to the known increased usage, a slightly intensified follow-up schedule was recommended until the end of life indicator is present. The device currently remains implanted and in use with no other performance issues noted. Subsequent follow-up indicates this device has now likely declared eri (elective replacement indictor) and should be replaced and returned for a longevity analysis. Field follow-up has confirmed this device was explanted; however will not be returned for analysis.

Manufacturer narrative:
Following confirmation of explant, return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator received inappropriate shock therapy due to system double counting, as the result of oversensing. Data was uploaded for an engineering analysis; no system changes have been made. Data analysis confirmed the inappropriate therapy and additionally noted an unexpected rate of battery depletion throughout the implanted duration of approximately one year. Root cause of the battery anomaly remains unknown; however, does appear to have stabilized. No adverse patient effects have been reported and to date this device remains implanted and in service. An additional longevity data analysis was requested and performed to provide an estimated remaining capacity. Engineers confirmed approximately six months of remaining battery life; however, due to the known increased usage, a slightly intensified follow-up schedule was recommended until the end of life indicator is present. The device currently remains implanted and in use with no other performance issues noted. Subsequent follow-up indicates this device has now likely declared eri (elective replacement indictor) and should be replaced and returned for a longevity analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory approximately 8.5 months post explant a battery depletion error was confirmed. There were no other suspecious faults or error codes observed. During analysis, no oversensing or double counting was noted in the as received primary sense vector. The as received battery voltage was too low for a full energy shock testing and additional analysis however, the ability of the device to properly detect a fast rate and deliver a shock was manually confirmed to be normal. The lifetime longevity was not as expected. The device case was removed and the internal battery cells analyzed. All cells appeared to have depleted equally and the current battery drain appeared normal when checked with an external power source. Laboratory analysis was unable to reproduce the condition that caused the battery to deplete prematurely.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator received inappropriate shock therapy due to system double counting, as the result of oversensing. Data was uploaded for an engineering analysis; no system changes have been made. Data analysis confirmed the inappropriate therapy and additionally noted an unexpected rate of battery depletion throughout the implanted duration of approximately one year. Root cause of the battery anomaly remains unknown; however, does appear to have stabilized. No adverse patient effects have been reported and to date this device remains implanted and in service. An additional longevity data analysis was requested and performed to provide an estimated remaining capacity. Engineers confirmed approximately six months of remaining battery life; however, due to the known increased usage, a slightly intensified follow-up schedule was recommended until the end of life indicator is present. The device currently remains implanted and in use with no other performance issues noted. Subsequent follow-up indicates this device has now likely declared eri (elective replacement indictor) and should be replaced and returned for a longevity analysis. Field follow-up has confirmed this device was explanted; however will not be returned for analysis. Subsequently, the device was received for disposal. Prior to archive, the device was subjected to standard post explant analysis.